Event description:
A pacing lead was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient died approximately (B)(6) post the device system implant. A cause of death has been requested and has not been received.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). A visual analysis performed only.